Manufacturer narrative:
Based on the information provided, it is unknown how the device may have cause or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This nurse provided limited information for this safety report.

Event description:
A peritoneal dialysis (pd) patient contacted customer support requesting assistance disconnecting from a peritoneal dialysis machine during treatment as the patient reported feeling uncomfortable, full and was experiencing difficulty breathing. The patient's peritoneal dialysis (pd) nurse indicated the patient had a history of congestive heart failure (chf) and was admitted to hospital on (B)(6) 2014 due to exacerbation of congestive heart failure. On an unknown date in (B)(6) 2014, the patient was discharged from the hospital. As of (B)(6) 2014, the patient had moved and switched clinics, and continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The patient's signs and symptoms and complaint of exacerbation of congestive heart failure were resolved.